Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-jp-fem-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: investigation of the returned product demonstrated that the 0.1 mm space between the dilator and sheath was unlikely to cause problems. A second dilator and sheath were used for comparison - and they were identical to those of the complaint product. Based on the provided information, the root cause for the reported 'tip of the sheath got damaged' is not possible to determine. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that it did not perform as intended. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a patient with dvt underwent ivc filter placement to prevent thrombosis. Since the patient has pneumonia as complication, the physician considered the risk of infection, he decided to use igtcfs-65-jp-fem-tulip by femoral approach for this case. When he attempted to advance the sheath from femoral, it would not advance because there was a difference between the sheath and dilator. Then, the tip of the sheath got damaged. This facility had only one of igtcfs-65-jp-fem-tulip, so he used the sheath of a igtcfs-65-jp-jug-tulip to complete the procedure. Patient outcome: no adverse effect to the patient reported.